Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used to complete the procedure successfully.

Manufacturer narrative:
Qn# (B)(4). The customer returned a sheath/dilator assembly for evaluation with the dilator advanced into the sheath. The assembly was visually inspected and showed no obvious defects or anomalies. The outer diameter (od) of the lower locking portion of the dilator was measured and did not meet specification. The inner diameter (ID) of the sheath valve cap, the dilator length, and the dilator body od were measured and all were found to be within specification. The dilator would not snap into the sheath hub and required little force to be removed. The lot number provided by the customer is not a valid lot number for this kit number; therefore, a device history record review could not be performed. The reported complaint of the dilator and sheath not locking together was confirmed during the complaint investigation of the returned sample. The dilator would not fully snap into the sheath hub and required little force to be removed during functional testing. The outer diameter of the lower locking portion of the dilator hub measured out of tolerance during dimensional testing; therefore, the probable cause of this issue is manufacturing related. A CAPA was previously generated to further investigate this issue.

Event description:
The customer alleges that the dilator is not locked to the sheath with no click sound, and it keeps coming out from the sheath. A new set was used to complete the procedure successfully.